Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer also reported that she received no delivery alarm. The customer's blood glucose was 456 mg/dl at the time of incident. The customer's blood glucose was 402 mg/dl at the time of call. The customer stated that she treated her high blood glucose with bolus. The customer stated that the insulin did exit during plunger push after disconnecting and reconnecting the tubing and reservoir. The customer stated that they were able to reconnect to the insulin pump and was delivering fine. The insulin pump will not be returned for analysis.